Event description:
A malfunction alarm identified as malf 16 was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer's pump was under warranty, and technical support arranged for a replacement pump. The customer was instructed to switch to multiple daily injections as a backup insulin therapy and was guided on how to put the pump into storage mode before returning it to tandem using a pre-paid label within ten days.